Event description:
It was reported that a revision surgery was performed due to broken component.

Manufacturer narrative:
The associated journey bcs articular insert was returned and evaluated. A lab analysis conducted during this investigation noted that abrasion, burnishing and deformation were observed in the bearing regions on the superior and the inferior surfaces of the insert. The ps post was fractured near the mid height of the post. Significant deformation was observed on the posterior surface of the ps post and was likely caused by repeated contact with the femoral cam combined with excessive loads. Based on these results, the likely cause of this fracture may have been due to repeated posterior impingement of the femoral cam on the ps post combined with excessive loads. The resultant damage on the posterior face of the ps post likely created a stress concentration that initiated one or more fatigue cracks, which propagated in an anterior direction until final fracture occurred. A clinical evaluation noted that no relevant information has been provided to conduct a thorough medical investigation. The impact to the patient beyond the revision and any further risk to the patient cannot be concluded based on the information provided. Therefore, no further clinical/medical assessment is warranted at this time. However, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.